Event description:
It was reported that an insulation anomaly was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were explanted and replaced. The patient was stable before, during and after the procedure.